Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the needle of the adc device was bent. During troubleshooting, it was found that the sensor's inserter was incorrectly assembled. The customer experienced unspecified hypoglycemia symptoms the emergency services were called and upon arriving, the customer was administrated dextrose via IV for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that the needle of the adc device was bent. During troubleshooting, it was found that the sensor's inserter was incorrectly assembled. The customer experienced unspecified hypoglycemia symptoms the emergency services were called and upon arriving, the customer was administrated dextrose via IV for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.